Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the cable broke on the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the broken cable. One grip cable was broken at the distal idlers. The idler pulley spun freely but did exhibit some wear marks and an indentation. The cable segment stuck out at the instruments wrist. The other cables at the wrist were not damaged. Additionally, engineering found damage to the blades. Both blades had indentations along the edges. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported cable malfunction if to recur could cause or contribute to an adverse event.